Manufacturer narrative:
Approximate age of device- 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient reported pump stops which has been linked to potential issues with the percutaneous lead; however, the x-rays are unremarkable. It was also reported that the patient had occurred a red heart alarm on (B)(6) 2019 and the patient was hospitalized, and epc was exchanged. Additional information reported that it was decided to exchange the pump due to suspect driveline fracture. No additional information was provided.

Manufacturer narrative:
The evaluation of the system controller serial number (B)(4) revealed a compromised component (u29). As a result, the controller was not able to operate a test pump and proper communication with the test system monitor was not able to be established. The compromised component (u29) was replaced, and the system controller was able to operate a test pump as expected. The data log file was retrieved, and the recorded information appeared corrupted. Although a specific root cause for the compromised component (u29) was not able to be determined during the evaluation of the returned system controller, the evaluation of the pump revealed compromised inner wires which have the potential to result in the observed damaged component.

Manufacturer narrative:
Date received by MFR: correction. Concomitant medical products, device evaluated by MFR: additional information manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline wire damage that would have contributed to the reported event. (B)(4) was returned assembled with the percutaneous lead cut approximately 14 inches from the pump housing and the distal portion measuring approximately 22 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate layer, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination of the proximal segment of the driveline revealed breaches to the insulation of the orange and yellow wires. The breach to the orange wire was approximately 9.5 inches from the pump housing and the breach to the yellow wire was approximately 8.25 inches from the pump housing. The observed wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining portions of the damaged wires on the proximal segment, the other wires from the proximal segment, and the entire distal segment were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stoppages which were confirmed through analysis of the submitted log files could have resulted from a short to shield if one of the exposed conductors made contact with the braided shield while the patient was operating on the power module while on a grounded patient cable. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient underwent a pump exchange on (B)(6) 2019 due to a suspect driveline fracture. No additional information provided.